Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system broke at the hub during use.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system broke at the hub during use.

Manufacturer narrative:
A device history review was conducted for lot number 8025673. Our records show the reported lot was manufactured on 01/28/2018, and determined that this is the only instance of either a catheter braking or a ruptured extension tube occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to definitively determine the root cause for this complaint, however, based on your description of the event the most likely cause is the use of a forced injection. The saf-t-intima is intended for infusion only, and is not rated to handle the higher pressure associated with injecting a solution. Although, no sample or image was received for evaluation, during use the rubber cap blow up like a balloon when injected with power injector and busted. Therefore, we cannot confirm or associate the reported defects to manufacturing process since this product is not designed for use power injections because, may cause catheter leakage or product damage. Always refer to IFU for product usage recommendations. However, reviewing our pfmea¿s 4797 and p-eura rm5942, process controls are very likely to detect failure modes and prevent failures from reaching the downstream processes and end users. Based on provided information by customer, the user used power injection when this product is not designed for this.